Manufacturer narrative:
Testing of actual/suspected device (10/3233): the fse replaced the drive manifold assembly, o-ring, special seal, and used the screw kit then completed pm service. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: mr. (B)(6) biomedical engineer, (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold leak test. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10, h11. Corrected fields: g1. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.